Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5117006 for this event. E1: initial reporter address: 2901 blue ridge roadpharmacy suite 3510. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of paclitaxel sets leaked at the connection between the tubing and the drip chamber. This was identified during priming. There was no patient involvement. No additional information is available.